Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Blood glucose was not impacted. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.